Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site. Imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the axios stent would not deploy. The device was removed from the endoscope and the axios stent partially opened. The procedure was completed with a 6mm wallstent partially covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site. Imdrf device code a150103 captures the reportable event of stent first flange premature deployment. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual inspection confirmed the stent was partially deployed. Functional testing was conducted by unlocking the catheter (sliding the lock to the right) and manipulating the catheter control hub. The catheter advanced through the luer without resistance. The stent hub was moved to the second and fourth positions, during which the stent exhibited slow expansion of the second flange and ultimately failed to fully expand. A photo included in the documentation shows the device in situ within the patient's anatomy. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as media analysis on a provided photography showed that the stent failed to be deployed, and during functional testing, the stent presented a slow expansion of the second flange, and it ultimately failed to be deployed appropriately. The additional reported event of stent premature deployment could not be confirmed as this occurred during the procedure, and it is not possible to be replicated in the laboratory for analysis. The investigation concluded that slow expansion rates can be negatively impacted by factors such as compression, time, temperature, and humidity; and are most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Taking all available information into consideration, the most probable cause of the reported events is known.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the axios stent would not deploy. The device was removed from the endoscope and the axios stent partially opened. The procedure was completed with a 6mm wallstent partially covered stent. There were no patient complications reported as a result of this event.